Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler was noisy. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.